Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder engaged, and then failed to disengage. The hemopro tissue welder was disconnected and a new unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4)